Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited poor quality image / image whiteout. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, investigation was performed based on the provided information by the customer and the 3rd party distributor. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.